Event description:
Related manufacturer report number: 3006705815-2022-13913. It was reported that patient is experiencing discomfort at the ipg site and ineffective pain relief. Surgical intervention is pending to address this issue.

Manufacturer narrative:
Event date is estimated.

Event description:
Additional information received reports that patient's system was explanted on (B)(6) 2022.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.